Event description:
The patient's pump was implanted (B)(6) 2010. The patient reported not feeling any effects of the drugs. Patient was on dilaudid and the hcp added clonipin. This was prescribed for 6 months with increases of pain meds and then the medication was switched to morphine. It was also reported that in between the patient was taking "tablets" for pain. An x-ray was done (B)(6) 2011 and "everything" appeared to be in order/place; but the patient continued to get morphine increases. A dye study was done (B)(6) 2011 and the patient was informed a revision was planned. The revision was done (B)(6) 2012 and the patient discharged on (B)(6) 2012. At the follow-up appointment there were no signs of infection at the time. The patient then reported the wound had dehisced and "weepy" and went back to see the hcp but was sent to the hospital for debridement, antibiotic treatment and wound vac. The patient further reported that the catheter was seen and then it looped out of the wound and she was admitted to the hospital. The pump was explanted end of (B)(6) 2012. The patient was discharged and had a daily nurse care to take care of her after discharge. The patient indicated that the wound was completely healed last week (B)(6) 2012. It was also noted that the patient indicated that the catheter was broken when it was introduced into the space and the vertebrae is what cut the catheter and believed there still was a piece left in the body. The pump was used to deliver morphine and hydromorphone. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported the patient never had therapeutic effect or relief from the pump when it was implanted. While the pump had been implanted the drug had been switched from dilaudid to morphine. It was noted depakote, dilaudid and morphine had been in the pump. It was reported when the patient had the dye study; the dye could not go through because there was blockage somewhere. It was noted when the device system was removed, all of the components were not able to be removed due to a ¿kink/break¿. It was reported an x-ray had confirmed the piece of catheter that was left still implanted in the patient. Following the surgery, the patient reportedly developed an infection and ¿everything went haywire after¿. The patient saw her health care provider (hcp) on (B)(6) 2013 and told her hcp that she wanted all her hardware removed because it was causing her grief. It was reported the patient had a frightening experience on (B)(6) 2013; she had to call 911 because she had severe sharp pain in the center of her chest. It was noted the patient had no history of cardiac problems. The patient was checked for heart problems which were ruled out. The patient wondered if the sharp pain was caused by the catheter moving. The patient was reportedly in daily fear of the catheter moving and giving her an embolism or stroke. The patient now had to take ¿tons¿ of pills daily. The piece of catheter that remained in the patient was to be surgically explanted on (B)(6) 2013.

Manufacturer narrative:
Catheter model # 8709sc serial # (B)(4), implanted on: (B)(6) 2010 explanted on: unknown (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the medications the patient was taking orally were neurontin and escontin extended relief and morphine. A follow-up report will be sent if additional information becomes available.